Manufacturer narrative:
A ge service representative performed an on site investigation. Reviewed system logs and identified that a hlf overtimer alarm was noted and the fast stop switch was pressed to silence. Advised the user that activation of this switch, by product design requires rebooting. The original alarm condition could not be duplicated. Will discuss the hlf alarm function with operators. The system was functioning as designed and placed back into service.

Event description:
It was reported that the system started to alarm even though they hadn't used 5 minutes of fluoro. Customer pressed fluoro reset and alarm silenced, but could not get image. System rebooted and it worked as expected. No pt injury reported.